Event description:
The patient was connected to the monitor, but then without disconnecting the rhythm went missing. We just saw dotted lines. A staff member held the two cables together for the remainder of the code.